Manufacturer narrative:
Upon reassessment, the reported system error failure mode has been determined to be non-reportable. It was determined that events involving a system error alarm during infusion are not reportable. The occurrence of system error represents a severity of 2 - minor injury to the patient or user not requiring professional medical intervention. Our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. Therefore, this event is not reportable. Reference to complaint #: (B)(4).

Event description:
On 10/03/2024, znyo medical received a report from the customer reporting that when they had an infusion the pump needed service as it is giving them a system error when they were trying to use it. No patient injury/harm reported.

Manufacturer narrative:
Device return requested. There are no previous complaints on this device related to this issue. The complaint will be reopened and updated in the event the device involved or additional information becomes available. A follow-up MDR will be submitted in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).